Event description:
Attorney alleges plaintiff had a capsulotomy and developed multiple physical symptoms including breast hardness, arm pain, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.